Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample observed that the spike port cover was removed. Functional testing was performed and revealed a leak from the spike port. The reported condition was verified. The cause of the condition was determined to be due to inadequate or lack of cyclohexanone being applied to the spike port cap when it was inserted to the spike port tubing during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag leaked from the orange port. This was noted prior to patient use. There was no patient involvement. No additional information is available.